Manufacturer narrative:
Initial 3 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced four bent cannula events on 25-feb-2026 and event occurred within three hours of insertion. Blood glucose level was 430 mg/dl at the time of the event.